Event description:
My wife received two freestyle libre 3 sensors in early (B)(6) 2025. The first sensor she used fell off two days after placing in her arm to monitor her blood sugar. The second sensor she used was not communicating with the sensor phone app. We reported the two complaints to abbot customer complaint and additional sensors were sent to my wife within 2-5 days. She used one of replacement sensor on (B)(6) 2025 and by (B)(6) 2025 the sensor fell off again. As my wife caregivers, I examine the falloff sensor adhesiveness and none exist, the sensor appears to have no adhesiveness. The problem with sensor falling off and not communicating with app are reoccurring problems with freestyle libre 3 according to my wife since she has been using the device. Consequently, due to the device failure rate she is not monitoring her blood sugar effectively due to the freestyle libre 3 lack of quality and reliability. The remaining sensor my wife received from abbot lot # t60002782/0hkdtd/2025-09-30 and t60002803/ohycjfghd/2025-09-30 both unused sensors have the same expiration date. To ensure my wife blood sugar is continuous I am planning to use gorilla tape which has better adhesiveness on top of the sensor after placing onto my wife skin. I am taking this extreme approach because my wife keeps forgetting to use the finger piecing test to monitor her sugar, and I am hoping the gorilla tape will not interfere with the sensor communication with the sensor phone app. Reference report: mw5166201.